Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was provided, no additional patient information was available.

Event description:
The customer observed false elevated results for alinity cmv igg, toxo igg, and bhcg on the alinity processing module, serial number (B)(6). The following data was provided: cmv igg results: sid (B)(6) processed on (B)(6) 2026 results = 0.38, 18.51, 0.34, 0.39 au/ml, sid (B)(6) processed on (B)(6) 2026 results = 78.69, 0.44, 1.92, 0.65 au/ml, sid (B)(6) processed on (B)(6) 2026 results = 0.51, 0.43, 0.43, 18.44 au/ml, sid (B)(6) processed on (B)(6) 2026 results = 0.29, 37.65, 0.27, 0.31, 0.29, sid (B)(6) processed on (B)(6) 2026 results = 0.50, 41.14 au/ml, sid (B)(6) processed on (B)(6) 2026 results = 0.37, 0.36, 0.36, 0.36, 0.50, 18.75, 0.36 au/ml, sid (B)(6) processed on (B)(6) 2026 results = 0.24, 0.33, 10.43, 1.94, 0.25, 6.52 au/ml, sid (B)(6) processed on (B)(6) 2026 results = 0.62, 0.65, 0.64, 59.43 au/ml, sid (B)(6) processed on (B)(6) 2026 results = 0.25, 0.18, 0.21, 8.95, 0.19, 0.19 au/ml, sid (B)(6) processed on (B)(6) 2026 results = 2.57, 0.31, 0.27, 0.42, 7.84, 0.26 au/ml, sid (B)(6) processed on (B)(6) 2026 results = 1.91, 1.53, 8.41 au/ml. Per the alinity I cmv igg package insert, interpretation of results section: specimens with concentration values = 6.0 au/ml are considered reactive and < 6.0 au/ml are considered nonreactive. Toxo igg results: sid (B)(6) processed on (B)(6) 2026 results = 5.40, 0.22, 0.22, 0.21 iu/ml, sid (B)(6) processed on (B)(6) 2026 results = 5.91, 0.12, 0.03, 0.02 iu/ml, sid (B)(6) processed on (B)(6) 2026 results = 3.94, 0.04, 0.05, 0.08 iu/ml, sid (B)(6) processed on (B)(6) 2026 results = 0.05, 3.28, 0.04, 0.21 iu/ml. Alinity I toxo igg reference range: < 1.6 iu/ml nonreactive 1.6 to < 3.0 iu/ml grayzone >/= 3.0 iu/ml reactive. Bhcg results: sid (B)(6) processed on (B)(6) 2026 results = 26.42 and <2.30 iu/l. Sid (B)(6) processed on (B)(6) 2026 results = 27.36, 107.43, and <2.30 iu/l no impact to patient management was reported.